Manufacturer narrative:
Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for torn packaging with the incident lot was observed. 50 units from retained samples were inspected and no units were confirmed with the defect. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that one individual package of a bd vacutainer® blood transfer device with luer adapter was torn. No serious injury or medical intervention was reported.